Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed the continuity resistance test. The sensor passed per specifications and performed the bicarbonate buffer test. The sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 186 mg/dl and a sensor glucose level of 60 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.